Manufacturer narrative:
Batch review performed on 13-aug-2024. Lot 148385:(B)(4) items manufactured and released on 08-sep-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 8 years and 6 months after primary, the patient came in reporting anterior pain and instability and the cause is unknown. The surgeon resurfaced the patient's natural patella and revised the liner (12mm) with a thicker one (13mm). The surgery was completed successfully.